Event description:
It was reported that the pump displayed a problem with the plunger sensor. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A manufacturing device history record review was not performed, because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped on the left corner. A review of the event history log identified check plunger sensor error. During functional testing the reported issue was duplicated. The root cause of the issue was due to customer's impact to the plunger case which made the printed circuit board (pcb) being knocked off the case. This in turn caused the q1 sensor came off the plunger pcb. Replaced the plunger pcb.